Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that at a post-op apportionment, the patient reported that the ins was difficult to charge due to how it was in the pocket. On 2024-08-05, the surgeon observed the pt and the issues attempting to charge and has decided to schedule the pt for a pocket revision/ possible move. Over the weekend the pt was able to charge but with difficulty and discomfort at ins site while attempting to charge. They are only seeing numbers in the 50s as the highest number. Rep states when he pulls the antenna away from the ins, the numbers change to 37. Rep states the ins is superficial, but he is not able to feel the bottom of it, as the ins is a little lower in her butt. Rep states the patient's impedances are normal and their incision looks good. The ins pocket was moved from lower right buttocks to upper right buttocks more at waist line. Pts weight is 87kg. Impedances are within normal range.